Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 25-jul-2017. This spontaneous case was reported by a consumer and describes the occurrence of constant pain with disability leave for 3 years/ was no longer able to drive/ unable to do sports / unable to work under good conditions (pain), arnold's syndrome was named between the appointments (arnold-chiari malformation) and loss of hearing (deafness) in a female patient who had essure (lot number 5654828) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, very soon after placement of the essure inserts, she started to experience very major fatigue and unbearable pain in the back and limbs. She could no longer get up. The doctor talked about lumbago, but no medicinal management worked to relieve the pain. Only morphine derivatives worked. She went from the doctor to the rheumatologist, along with physiotherapists. She had countless infiltrations, underwent x-rays, CT-scan and, after a few months, the diagnosis came out: "fibromyalgia". She started on psychological follow up, "the pain is all in your head". Her abdomen was swollen like she was six months pregnant. She had weight gain, shortness of breath, major fatigability, constant pain with disability leave for 3 years, neck pain and headaches and arnold's syndrome was named between the appointments. Pain in back, limbs, neck and feet, major fatigability, itching, depression, abdominal pain, weight gain, pain in kidneys and joints, tendons, muscles and teeth, headaches, gas, difficulty remaining standing, allergy, shortness of breath, vaginal discharge, dry mouth, loss of hearing, vague sense of warmth, hypersensitivity to pain, early menopause and "fibromyalgic" pain. Medical follow-up with allopathy, then in rheumatology, gynaecology, osteopathy, ent, psychiatrist, emergency care specialists, hypnotherapists, naturopaths, hospitalisation, follow-up in a pain management centre at the hospital centre in angers and spa therapy. She lost her job because she was no longer able to drive and go to people's houses to assist them in the context of her work. She had to set up a new work station. She only work 11 hours a week because the major fatigability and pain stop me from doing more. She has lost more than 7 years of her life. She was unable to do sports or to work under good conditions. Treatment: tramadol, morphine, codeine, paroxetine, zopiclone, paracetamol and transcutaneous electric neuromuscular stimulation. Total hysterectomy was performed on (B)(6) 2017. The reporter considered all the events to be related to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 28-jul-2017 for the following meddra preferred term: pain. The analysis in the global safety database revealed 361 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 25-jul-2017. This spontaneous case was reported by a consumer and describes the occurrence of constant pain with disability leave for 3 years/ was no longer able to drive/ unable to do sports / unable to work under good conditions (pain), arnold's syndrome was named between the appointments (arnold-chiari malformation) and loss of hearing (deafness) in a female patient who had essure (lot number 5654828) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, very soon after placement of the essure inserts, she started to experience very major fatigue and unbearable pain in the back and limbs. She could no longer get up. The doctor talked about lumbago, but no medicinal management worked to relieve the pain. Only morphine derivatives worked. She went from the doctor to the rheumatologist, along with physiotherapists. She had countless infiltrations, underwent x-rays, CT-scan and, after a few months, the diagnosis came out: "fibromyalgia". She started on psychological follow up, "the pain is all in your head". Her abdomen was swollen like she was six months pregnant. She had weight gain, shortness of breath, major fatigability, constant pain with disability leave for 3 years, neck pain and headaches and arnold's syndrome was named between the appointments. Pain in back, limbs, neck and feet, major fatigability, itching, depression, abdominal pain, weight gain, pain in kidneys and joints, tendons, muscles and teeth, headaches, gas, difficulty remaining standing, allergy, shortness of breath, vaginal discharge, dry mouth, loss of hearing, vague sense of warmth, hypersensitivity to pain, early menopause and "fibromyalgic" pain. Medical follow-up with allopathy, then in rheumatology, gynaecology, osteopathy, ent, psychiatrist, emergency care specialists, hypnotherapists, naturopaths, hospitalisation, follow-up in a pain management centre at the hospital centre in angers and spa therapy. She lost her job because she was no longer able to drive and go to people's houses to assist them in the context of her work. She had to set up a new work station. She only work 11 hours a week because the major fatigability and pain stop me from doing more. She has lost more than 7 years of her life. She was unable to do sports or to work under good conditions. Treatment: tramadol, morphine, codeine, paroxetine, zopiclone, paracetamol and transcutaneous electric neuromuscular stimulation. Total hysterectomy was performed on (B)(6) 2017. The reporter considered all the events to be related to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pain. The analysis in the global safety database revealed 374 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 29-aug-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.